Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was reprogrammed to utilize the tip-to-coil vector and the physician was very happy. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg, ICD, implanted: (B)(6) 2011. (B)(4).